Event description:
The unit was reported as "serosal tear of a small bowel by a metal tacker". The pt initially had a laparoscopic ventral hernia repair on 12/4/98. A "metal tacker" was utilized to secure a piece of mesh to the abdominal wall. The surgery was completed without complications to the patient. On 12/10/98, the pt returned to the operating room for release of a small bowel obstruction. A tear was then noticed on the pt's bowel. The pt was last reported to be in satisfactory condition.